Manufacturer narrative:
Product analysis the full lead was returned in segments. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had low defibrillation and pacing impedance, elevated short v-v intervals, and undersensing three days post operation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.